Manufacturer narrative:
Method: visual analysis, device history review, complaint history review, risk assessment. Result: manufacturing records were reviewed for the corresponding lot, and no relevant issues were identified. Conclusion: the most likely root cause of this event is "too much impaction force applied during the insertion of the cage in to the disc space."

Event description:
It was reported that; attempted to insert the implant with inserter by for a between vertebral bodies. Attempted to insert same procedure. The implant was damaged due to hit it by hammer.

Event description:
It was reported that; attempted to insert the implant with inserter by for a between vertebral bodies. Attempted to insert same procedure. The implant was damaged due to hit it by hammer.